Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart and frozen display. The customer's blood glucose level was 157 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to frozen display.